Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Acute renal failure [acute kidney injury]. Rehemorrhage from tumor [tumour haemorrhage]. The level of consciousness decreased [depressed level of consciousness]. Use of dc bead for hemostasis, dc bead with epirubicin hydrochloride [off label use of device]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a male patient of unknown age with a medical history of hepatocellular cancer with hemorrhage. No concomitant diseases, no concomitant drugs and no other medical history were reported. On (B)(6) 2015, tace was performed with dc bead (size, lot number, and expiration date not reported) to achieve hemostasis and tumor necrosis in hepatocellular cancer with hemorrhage. On (B)(6) 2015, a CT scan revealed rehemorrhage, with hemorrhage observed more extensively than before tace. On (B)(6) 2015 the patient died. No further information was provided. The physician did not report neither the cause of death nor whether an autopsy was actually performed. Rehemorrhage from tumor was considered by the physician as possibly related to dc bead. The company considers the event (tumor haemorrhage) serious, since it finally led to patient's death, although neither the cause of death nor its causality relationship with the product were reported. Moreover, the company considered this case an off-label use of dc bead, since dc bead tace is performed to achieve hemostasis. Follow up information received on 28-oct-2015: on (B)(6) 2015 the patient was hospitalized with gastrointestinal haemorrhage, blood pressure (bp) was 92/42, oxygen saturation (spo2) 96%. A CT scan was performed and showed a tumor (hcc) in the liver s1, and subcapsular haematoma was circumferentially observed. On (B)(6) 2015 the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30mg, for the purpose of tumor necrosis and hemostasis in the bleeding hcc. Bp was 119/74, pulse (p):74. On (B)(6) 2015 bp was 114/67 and p 74. On (B)(6) 2015, a CT-scan revealed re-haemorrhage. A more extensive haemorrhage had been observed than before tace. On (B)(6) 2015 the level of consciousness decreased, bp was 150/88, p 110, spo2 90% (o2 6l). On (B)(6) 2015 the patient died due to acute renal failure. No postmortem CT scan or autopsy was performed. Patient's concomitant disease: hepatic cirrhosis; patient's child pug classification: class c, 10 points. Tumor size (maximum diameter): 40mm, with rise form the surface of the liver. No extrahepatic infiltration. Before tace on (B)(6) 2015. No vascular lake was observed. During tace on (B)(6) 2015 vascular lake was observed. The patient did not receive any treatment for the vascular lake. Tace was completed on (B)(6) 2015 at 16:00 (reported local time). Patient's symptoms appeared at 13:00 on (B)(6) 2015. Degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): about 5 beats. Embolization site and range: s1, periphery. The reporting physician confirmed that the patient received tace for haemorrhage (off-label use). The reporting physician commented that the status of hemostasis was not particularly bad with the following laboratory data: platelet count 163000, pt 14.4 sec, ptinr 1.36 and aptt not measured. However, gastrointestinal haemorrhage had been observed. The reporting physician considered the event re-haemorrhage as possibly related to dc bead, and although the cause of death is reported as acute renal failure, the physician considered that the role of dc bead in the death of the patient cannot be ruled out. Case comment: this case documents an off-label use of dc bead since tace was performed also to achieve hemostasis. The physician considered the event (tumor haemorrhage) as possibly related to the use of dc bead, since hemorrhage was observed more extensively than before tace. The company considered also the event experienced by the patient as related to the product, as its role cannot be excluded. The event (tumor hemorrhage) is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Acute renal failure [acute kidney injury] . Rehemorrhage from tumor [tumour haemorrhage] . General condition aggravated [condition aggravated] . The level of consciousness decreased [depressed level of consciousness] . Pyrexia of unknown origin [pyrexia]. Use of dc bead for hemostasis, dc bead with epirubicin hydrochloride [off label use of device]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a male patient of unknown age with a medical history of hepatocellular cancer with hemorrhage. No concomitant diseases, no concomitant drugs and no other medical history were reported. On (B)(6) 2015, tace was performed with dc bead (size, lot number, and expiration date not reported) to achieve hemostasis and tumor necrosis in hepatocellular cancer with hemorrhage. On (B)(6) 2015, a CT scan revealed rehemorrhage, with hemorrhage observed more extensively than before tace. On (B)(6) 2015, the patient died. No further information was provided. The physician did not report neither the cause of death nor whether an autopsy was actually performed. Rehemorrhage from tumor was considered by the physician as possibly related to dc bead. The company considers the event (tumor haemorrhage) serious, since it finally led to patient's death, although neither the cause of death nor its causality relationship with the product were reported. Moreover, the company considered this case an off-label use of dc bead, since dc bead tace is performed to achieve hemostasis. Follow up information received on 28-oct-2015: on (B)(6) 2015 the patient was hospitalized with gastrointestinal haemorrhage, blood pressure (bp) was 92/42, oxygen saturation (spo2) 96%. A CT scan was performed and showed a tumor (hcc) in the liver s1, and subcapsular haematoma was circumferentially observed. On (B)(6) 2015 the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30mg, for the purpose of tumor necrosis and hemostasis in the bleeding hcc. Bp was 119/74, pulse (p):74. On (B)(6) 2015 bp was 114/67 and p 74. On (B)(6) 2015, a CT-scan revealed re-haemorrhage. A more extensive haemorrhage had been observed than before tace. On (B)(6) 2015 the level of consciousness decreased, bp was 150/88, p 110, spo2 90% (o2 6l). On (B)(6) 2015 the patient died due to acute renal failure. No postmortem CT scan or autopsy was performed. Patient's concomitant disease: hepatic cirrhosis; patient's child pug classification: class c, 10 points. Tumor size (maximum diameter): 40mm, with rise form the surface of the liver. No extrahepatic infiltration. Before tace on (B)(6) 2015 no vascular lake was observed. During tace on (B)(6) 2015 vascular lake was observed. The patient did not receive any treatment for the vascular lake. Tace was completed on (B)(6) 2015 at 16:00 (reported local time). Patient's symptoms appeared at 13:00 on (B)(6) 2015. Degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): about 5 beats. Embolization site and range: s1, periphery. The reporting physician confirmed that the patient received tace for haemorrhage (off-label use). The reporting physician commented that the status of hemostasis was not particularly bad with the following laboratory data: platelet count 163000, pt 14.4 sec, ptinr 1.36 and aptt not measured. However, gastrointestinal haemorrhage had been observed. The reporting physician considered the event re-haemorrhage as possibly related to dc bead, and although the cause of death is reported as acute renal failure, the physician considered that the role of dc bead in the death of the patient cannot be ruled out. Follow up information received on 19-jan-2015: the reporting physician reported that on (B)(6) 2015, the patient's presented black stools and haematemesis. A haemorrhage from multiple gastric ulcers was confirmed by gastroscopy. After endoscopic clipping of the ulcers, hemostasis was confirmed by endoscopy. Subsequently, no symptom of gastrointestinal haemorrhage was observed. On (B)(6) 2015, a CT scan revealed re-haemorrhage from hcc and symptomatic therapy such as blood transfusion was conducted due to general condition aggravated and pyrexia of unknown origin. The reporting physician also confirmed that the patient died from ischemic acute renal failure due to hepatic haemorrhage. Case comment: this case documents an off-label use of dc bead since tace was performed also to achieve hemostasis. The physician considered the event (tumor haemorrhage) as possibly related to the use of dc bead, since hemorrhage was observed more extensively than before tace. Moreover, he also considered that the patient's hepatic haemorrhage was the main cause of his ischemic acute renal failure (cause of death). The company considered also the events experienced by the patient as related to the product, as its role cannot be excluded. The events acute kidney injury, condition aggravated, depressed level of consciousness and pyrexia are considered unlisted, whereas the event tumor hemorrhage is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Final assessment on 17-dec-2015: no device failure has been identified as a result of this adverse event. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final. Updated final assessment on 19-jan-2015: the case was re-opened due to unexpected follow-up information received. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Rehemorrhage from tumor [tumour haemorrhage]. Use of dc bead for hemostasis [off label use of device]. Case description: initial information received on 01-sep-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a male patient of unknown age with a medical history of hepatocellular cancer with hemorrhage. No concomitant diseases, no concomitant drugs and no other medical history were reported. On (B)(6) 2015, tace was performed with dc bead (size, lot number, and expiration date not reported) to achieve hemostasis and tumor necrosis in hepatocellular cancer with hemorrhage. On (B)(6) 2015, a CT scan revealed rehemorrhage, with hemorrhage observed more extensively than before tace. On (B)(6) 2015 the patient died. No further information was provided. The physician did not report neither the cause of death nor whether an autopsy was actually performed. Rehemorrhage from tumor was considered by the physician as possibly related to dc bead. The company considers the event (tumor haemorrhage) serious, since it finally led to patient's death, although neither the cause of death nor its causality relationship with the product were reported. Moreover, the company considered this case an off-label use of dc bead, since dc bead tace is performed to achieve hemostasis. Case comment: this case documents an off-label use of dc bead since tace was performed also to achieve hemostasis. The physician considered the event (tumor haemorrhage) as possibly related to the use of dc bead, since hemorrhage was observed more extensively than before tace. The company considered also the event experienced by the patient as related to the product, as its role cannot be excluded. The event (tumor hemorrhage) is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Acute renal failure [acute kidney injury]. Rehemorrhage from tumor [tumour haemorrhage]. The level of consciousness decreased [depressed level of consciousness]. Use of dc bead for hemostasis, dc bead with epirubicin hydrochloride [off label use of device] . Case description: initial information received on 01-sep-2015: this spontaneous medical device report was received from a physician via the company distributor, concerning a male patient of unknown age with a medical history of hepatocellular cancer with hemorrhage. No concomitant diseases, no concomitant drugs and no other medical history were reported. On (B)(6) 2015, tace was performed with dc bead (size, lot number, and expiration date not reported) to achieve hemostasis and tumor necrosis in hepatocellular cancer with hemorrhage. On (B)(6) 2015, a CT scan revealed rehemorrhage, with hemorrhage observed more extensively than before tace. On (B)(6) 2015 the patient died. No further information was provided. The physician did not report neither the cause of death nor whether an autopsy was actually performed. Rehemorrhage from tumor was considered by the physician as possibly related to dc bead. The company considers the event (tumor haemorrhage) serious, since it finally led to patient's death, although neither the cause of death nor its causality relationship with the product were reported. Moreover, the company considered this case an off-label use of dc bead, since dc bead tace is performed to achieve hemostasis. Follow up information received on 28-oct-2015: on (B)(6) 2015 the patient was hospitalized with gastrointestinal haemorrhage, blood pressure (bp) was 92/42, oxygen saturation (spo2) 96%. A CT scan was performed and showed a tumor (hcc) in the liver s1, and subcapsular haematoma was circumferentially observed. On (B)(6) 2015 the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30mg, for the purpose of tumor necrosis and hemostasis in the bleeding hcc. Bp was 119/74, pulse (p):74. On (B)(6) 2015 bp was 114/67 and p 74. On (B)(6) 2015, a CT-scan revealed re-haemorrhage. A more extensive haemorrhage had been observed than before tace. On (B)(6) 2015 the level of consciousness decreased, bp was 150/88, p 110, spo2 90% (o2 6l). On (B)(6) 2015 the patient died due to acute renal failure. No postmortem CT scan or autopsy was performed. Patient's concomitant disease: hepatic cirrhosis; patient's child pug classification: class c, 10 points. Tumor size (maximum diameter): 40mm, with rise form the surface of the liver. No extrahepatic infiltration. Before tace on (B)(6) 2015 no vascular lake was observed. During tace on (B)(6) 2015 vascular lake was observed. The patient did not receive any treatment for the vascular lake. Tace was completed on (B)(6) 2015 at 16:00 (reported local time). Patient's symptoms appeared at 13:00 on (B)(6) 2015. Degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): about 5 beats. Embolization site and range: s1, periphery. The reporting physician confirmed that the patient received tace for haemorrhage (off-label use). The reporting physician commented that the status of hemostasis was not particularly bad with the following laboratory data: platelet count 163000, pt 14.4 sec, ptinr 1.36 and aptt not measured. However, gastrointestinal haemorrhage had been observed. The reporting physician considered the event re-haemorrhage as possibly related to dc bead, and although the cause of death is reported as acute renal failure, the physician considered that the role of dc bead in the death of the patient cannot be ruled out. Case comment: this case documents an off-label use of dc bead since tace was performed also to achieve hemostasis. The physician considered the event (tumor haemorrhage) as possibly related to the use of dc bead, since hemorrhage was observed more extensively than before tace. The company considered also the event experienced by the patient as related to the product, as its role cannot be excluded. The event (tumor hemorrhage) is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU (B)(4) vials and row (B)(4) vials. Final assessment on 17-dec-2015: no device failure has been identified as a result of this adverse event. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.